Manufacturer narrative:
This follow-up report is being filed to correct information. Concomitant products: unknown acetabular cup: catalog#: ni, lot#: ni. Unknown femoral head: catalog#: ni, lot#: ni. Unknown femoral stem: catalog#: ni, lot#: ni.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, manufacture date ¿ ni. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-03065 / 03067). Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately four years post-implantation due to alleged pain, limited range of motion and fracture of the acetabular liner. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.